Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 49 and 71 hours. The patient developed an abscess (apyrexial lump) on the infusion site (abdomen) and experienced pain, irritation and redness. Treatment included co-amoxiclav 500mg 1 tablet 3 times a day for 7 days. The patient went to the healthcare provider a second time and was given another week of the same antibiotic. Each visit was 15 minutes.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause pain during insertion of the cannula. The exact cause of the reported event could not be determined.